Manufacturer narrative:
Approximate age of device - 2 years and 3 months. The patient remains ongoing with lvad support. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient was admitted to the hospital on an unspecified date for an ischemic stroke which converted to a hemorrhagic stroke. As of (B)(6) 2018, the patient was doing okay and working with physical therapy. No additional information was provided.

Manufacturer narrative:
Device expiration date and MFR date: additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the reported stroke could not be conclusively determined. The instructions for use lists stroke and bleeding as potential adverse event associated with use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a cta was performed and was unremarkable. As a result of the stroke, the patient was having difficulty understanding people if they weren't looking the patient straight in the face and sometimes the patient couldn't find the right word to say, but the symptoms were reportedly improving. As of (B)(6) 2018, the plan of care was for the patient to attend physical/occupational/speech therapy. There have been no changes to the patient¿s medications. No further information was provided.